Event description:
A report was received that the patient had pain at the ipg site. The pain occured after a fall, and it is not manageable with the patient's current pain regimen. The patient also has a concern about the mobility of the ipg after the fall. Consequently, the patient will undergo an ipg revision.

Event description:
A report was received that the patient had pain at the ipg site. The pain occured after a fall, and it is not manageable with the patient's current pain regimen. The patient also has a concern about the mobility of the ipg after the fall. Consequently, the patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and the patient was reportedly doing well after the procedure. It was confirmed that the fall was non-device related. Malfunction was suspected with the old ipg. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.